Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtma1d4 crtd implanted (B)(6) 2017; 6935m62 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.